Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the obtuse marginal branch. A 10mm x 2.25mm wolverine coronary cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured at 10atm and was removed without any problem. The procedure was completed with a different device. There were no complications reported and the patient was in good condition post procedure.